Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a lung cancer procedure, while preparing to remove the lung tissue, the staples did not form properly resulting to inability to close the tissue. Another reload was used to complete the case. The handle was used normally with the new reloads. There was no patient injury.